Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Customers mother michelle called into cc stating the ilet was alerting occlusion alert. States the customer is changing out his supplies at this time to correct the issue. States no indications as to why the infusion set got occluded. Would like to see about getting replacements. Cannula not bent once removed. Verified shipping address. Bg not impacted.